Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the outer coil was fractured due to clavicular crush damage.

Event description:
It was reported that the atrial lead exhibited noise. A rib clavicular crush was suspected. The lead was explanted and replaced.